Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, and the additional event information received. A titan pump was received for evaluation. Both exhaust tubes with connector were detached to allow testing. Examination and testing of the returned components revealed a separation in one of the strain reliefs of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube the pump and inlet tube of the pump. No functional abnormalities were noted the detached tubing or connectors. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation through one of the pump exhaust strain reliefs indicates that sufficient stress(s) was exerted on this site to separate it while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received indicated that the tubing from the right cylinder into the pump was fractured at the pump. When the original device was placed, the tubing from the cylinders to the pump was too long, so the doctor cut it (there were three connections made instead of two).

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump to cylinder tubing broke. The device was explanted and replaced with another inflatable device.